Event description:
It was reported that, approximately four weeks after a thr surgery was performed on (B)(6) 2024, the patient experience severe pain. Radiographs were taken on (B)(6) 2024 and a dislocation was found. The cup and head had been dislocated from the stem. A revision surgery was performed on (B)(6) 2024 to address this adverse event. The stem was remained, while the cup and head were revised to the same size devices. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: h6 (medical device problem code). H3, h6: the shipping information was provided, and all efforts were made to locate the devices, however the subject devices were not made available to the designated complaint unit and thus a physical product evaluation could not be performed. However, the photograph was reviewed and revealed a split at the edge of the oxinium femoral head; although, it is unknown if this damage occurred when explanting the device. The clinical/medical investigation concluded that, one undated image of the patient¿s right hip labeled after primary surgery was provided and shows the cup is rotated. Approximately four weeks later the patient presented complaining of severe pain. Per the report, on (B)(6) 2024, two right hip radiographs labeled dislocation 1 and 2, confirmed a dislocation. It was reported the cup, and the head were dislocated from the stem. Subsequently, on (B)(6) 2024, this patient underwent a revision surgery. Intra-operatively, the stem was left insitu, while the cup and head were revised to the same size devices. One undated image labeled after revision was provided and confirm the revision. Based on the limited information provided, the definitive clinical root cause of the reported pain and dislocation could not be determined. Although we cannot rule out improper implant alignment, early weight bearing, size selected, patient anatomy, age, procedural/user error and/or traumatic injury as likely contributory factors to the reported dislocation and subsequent pain. Since the current health status of the patient is unknown, no further clinical/medical assessment can be rendered at this time, the patient impact beyond the reported pain and revision could not be determined since the health status of the patient is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the liner, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the femoral head, a review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions section as a result of improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6 (health effect - clinical code).